Event description:
Meter doesn't beep. Machine won't allow her to take her blood sugar. When the strip is inserted sometimes nothing appears on the screen and other times the countdown will start. She hasn't even had the meter for a month.